Event description:
Pt underwent an aortic root reconstruction procedure in 2007. During the surgery, the physician reported that a collagen peel off was observed on the graft when the ends of the graft were inverted. However, the graft was implanted. The next day, the pt developed a cerebral infarct which led to persistent hemiplegia.

Manufacturer narrative:
Note: no facility number has been assigned to this report. No device evaluation was performed since graft remained implanted in pt. Results: a review of the device history records of the complaint device indicated that the graft was processed and inspected according to procedures. Specifically, the collagen coating records evidenced no anomaly. In addition, the water permeability testing performed on a graft from the same coating rack as the complaint device indicated a value well within product specifications. Note that during this testing, also designed to assess the collagen adherence, no poor collagen adherence was noticed. A product coated the same day as the complaint device and two products from the same lot number were evaluated. The visual examination performed by the qa/qc manager evidenced no product anomaly and no poor collagen adherence. The ends of all three grafts were inverted: the grafts were clean cut, no fraying was observed and no collagen particles were generated. The product coated the same day as the complaint device underwent water permeability testing. Results indicated a value well within product specifications and no poor collagen adherence was noticed. Conclusions: no conclusion can be drawn. Note that the product instructions for use, clearly indicates that care should be taken during graft handling to avoid damaging collagen coating. In addition, a review of the literature indicated that cerebral infarct is an expected and known vascular complication in the thoracic aorta repair.